Event description:
Partial obstruction.

Manufacturer narrative:
Physician believes the obstruction was partial. Physician performed a reimplant. Physician reports that the ultrasound post reimplant was okay and that the patient has had complete resolution.